Event description:
Customer reports back to back testing on the same meter using the compact system with results of: 143mg/dl to 65mg/dl, 65 mg/dl to 208 mg/dl, 65mg/dl to 132mg/dl. No controls were run. A request was made for return of the suspect product and a replacement was sent.